Event description:
It was reported that deflation issue and removal difficulties occurred. The 50% stenosed target lesion, greater than 200mmx6mm was located in the diffused mildly tortuous and moderately calcified vessel. After laser atherectomy was performed, a 6.0 x200, 135cm charger balloon catheter was advanced for dilatation. However, the doctor noticed a slower than normal balloon deflation time during initial inflation at 8 atmospheres for 30 seconds. The balloon was removed using a surgical standard pin and pull technique. Upon inspection, it was noticed that the balloon shaft was elongated, stretched and kinked in the mid portion. A 6x200 sterling balloon catheter was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
It was reported that this device was used during a pulmonary vein isolation (pvi) procedure which is a procedure to treat an irregular heart rhythm. As per the instructions for use (IFU), the charger pta balloon catheter is not for use in the coronary arteries.